Event description:
Boston scientific received information that this devices tachycardia mode was set to a values other then monitory+therapy. It was noted that the patient was seen at the hospital and the device was reprogrammed and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.